Event description:
An infant warmer was turned on and smoke appeared out of the top of the unit. The unit was shut off and contained. The biomedical dept evaluated the problem and determined that an internal relay shorted. This caused the front on/off switch to overheat. This caused the smoke. Clinical engineering dept replaced the parts, ran the unit for 24 hrs with no complications.